Event description:
A surgeon reported that a pt who had undergone lasik experienced unexpected results. He stated that the ablation pattern was not regular, irregular astigmatism was induced, and the quality of vision is worse. This file references the pt's right eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).